Manufacturer narrative:
(B)(4).

Event description:
A customer reported to beckman coulter, inc (bec) that there was a leak of erythrolyses fluid dripping from differential lyse pump (pm 4) on coulter lh 750 hematology analyzer. The leak was approximately 10 ml volume, and was contained within the instrument. The lab technicians were wearing lab coats and gloves without face protection when the leak was discovered. There was no report of exposure to mucous membranes or open wounds, and no one had to seek medical attention. The material safety data sheet (msds) was not reviewed, but there is an exposure control plan at the facility. There was no impact to patient results. There was no death, injury or change to patient treatment attributed or connected to this complaint. The field service engineer (fse) found the leak at the bottom of the differential lyse pump at the fitting, and replaced the tubing. Service activity performed was verified per established procedures, and the results met published performance specifications. The leaked fluid may have contained blood, controls, lyse and diluent.